Event description:
Customer stated, "it was jammed between to cushions, popped, blew apart, and a flash. Its now in pieces, three pieces." The product was returned for investigation. The customer did not claim any injury. An investigation was done to look into the customers complaint. The product was returned with the switch in 4 pieces. The investigator found marks on the switch housing leading to the conclusion that the customer had pried the switch open with a screwdriver. The inside of the switch showed no evidence of switch flashing or blowing apart. The investigator also determined that the customer was laying on the pad or folding pad during use. The pad was bunched, had bent leads, and was stained. This is observed when the pad is folded/ laid on during use. IFU states, "do not sit on, lie on, or crush pad. Avoid sharp folds".